Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 17-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2012. The next day she got sick. She thought it was the stomach flu and went to the hospital a week later with acute kidney failure. Her symptoms never left, she was always sick to stomach, never had any energy; her vitamin d levels were always very low. She felt like she had the stomach flu 24 hours a day 7 days a week. She had a hysterectomy on (B)(6)-2015 and everything but her ovaries was took. Her symptoms left, the next day she had energy, was not sick at all. Her life was back to normal. Product technical complaint investigation received on 04-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy 3 years after essure (fallopian tube occlusion insert) insertion. Additionally, she had acute kidney failure. These events were considered serious due to their medical importance. Only hysterectomy is listed in essure's reference safety information. In this case, the exact etiology of acute kidney failure was not specified. However; considering essure local action in fallopian tubes, and given kidney failure nature, causality with the suspect insert is considered unlikely. Regarding the reported hysterectomy; if after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned sickness and lack of energy; however the medical reason for her hysterectomy was not provided. Although this case lacks information for a comprehensive causality assessment, it cannot be excluded that the reported hysterectomy occurred as a consequence of essure therapy. Therefore this case was regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.